Event description:
It was reported that particles were identified inside of an intravia empty container (500 ml). The reporter stated that the particles were floating, small, appeared to be plastic, and were in the shape of hair strands. This was noticed as the device was being prepared in the pharmacy and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: 9 unused devices of the same lot were received with the actual, used sample. Visual inspection identified particulate matter inside of the used device, in the fluid pathway. No defects were identified for any of the unused samples. The reported condition was verified for the used sample only. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particulate matter is undetermined at this time. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.